Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant sodium (na), potassium (k), and chloride (cl) results generated on the alinity c processing module for patient samples. The following data was provided: customer¿s reference ranges (unit of measure is mmol/l): na 136-145 mmol/l, k 3.5-5.1 mmol/l, cl 98-107 mmol/l. (B)(6) 2023 sample ID (B)(6) initial na = >200, repeat = 134. Initial k = 6.83, repeat = 3.80. Initial cl = <55, repeat = 101. Sample ID (B)(6) initial na = >200, repeat = 135. Initial k = 6.56, repeat = 3.7. Initial cl = <55, repeat = 103. Sample ID (B)(6) initial na = >200, repeat = 133. Initial k = 8.58, repeat = 4.9. Initial cl = <55, repeat = 104. Sample ID (B)(6) initial na = >200, repeat = 131. Initial k = 7.72, repeat = 4.4. Sample ID (B)(6) initial na = 184, repeat = 130. No impact to patient management was reported.

Event description:
The customer observed discrepant sodium (na), potassium (k), and chloride (cl) results generated on the alinity c processing module for patient samples. The following data was provided: customer¿s reference ranges (unit of measure is mmol/l): na 136-145 mmol/l. K 3.5-5.1 mmol/l. Cl 98-107 mmol/l. 24dec2023 sample ID (B)(6) initial na = >200, repeat = 134. Initial k = 6.83, repeat = 3.80. Initial cl = <55, repeat = 101. Sample ID (B)(6) initial na = >200, repeat = 135. Initial k = 6.56, repeat = 3.7. Initial cl = <55, repeat = 103. Sample ID (B)(6) initial na = >200, repeat = 133. Initial k = 8.58, repeat = 4.9. Initial cl = <55, repeat = 104. Sample ID (B)(6) initial na = >200, repeat = 131. Initial k = 7.72, repeat = 4.4. Sample ID (B)(6) initial na = 184, repeat = 130. No impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 10/1/2019, section d10 - concomitant product added ict modle, 09d28-04, unknown. The ict module in use with the alinity c processing module, serial number (B)(6) was assessed due to discrepant sodium, potassium, and chloride results, and it was determined that the ict module required replacement. The replacement and reseating of the ict module resolved the issue. Return testing was not completed as returns were not available. The instrument service history review determined that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends associated with the ict module. Device history record review did not show any non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the alinity system. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the ict module was identified.